Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician reported that an external dialyzer blood leak occurred three hours and fifty minutes after the initiation of the patient¿s hemodialysis (hd) treatment. Follow up with the clinic manager (cm) revealed that the machine, a fresenius 2008t machine, did not alarm, but is not expected to. Blood leak test strips were not used. There was a crack at the top of dialyzer. Fresenius bloodlines were not in use. The patient¿s estimated blood loss (ebl) was approximately 50ml. There was no patient serious injury or medical intervention required as a result of this event. The patient did not restart treatment as there was only fifteen minutes left in time to dialyze. The patient did not experience any issues or require extra treatment as a result of ending treatment early. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Event description:
A user facility¿s biomedical technician reported that an external dialyzer blood leak occurred three hours and fifty minutes after the initiation of the patient¿s hemodialysis (hd) treatment. Follow up with the clinic manager (cm) revealed that the machine, a fresenius 2008t machine, did not alarm, but is not expected to. Blood leak test strips were not used. There was a crack at the top of dialyzer. Fresenius bloodlines were not in use. The patient¿s estimated blood loss (ebl) was approximately 50ml. There was no patient serious injury or medical intervention required as a result of this event. The patient did not restart treatment as there was only fifteen minutes left in time to dialyze. The patient did not experience any issues or require extra treatment as a result of ending treatment early. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, four photographs were provided by the customer. The first photograph showed the dialyzer attached to a 2008t machine with bloodlines, and there was blood on the outside of the dialyzer, which is indicative of an external leak. The second photograph showed an up-close view of the bell housing, attached to a blood line with blood in the header and dried blood that appeared to have dripped down the dialyzer from the threads. The third photograph showed the label on the dialyzer from the reported catalog and lot number. The fourth photograph showed an up-close view of the label. There was no damage visually noted that may have caused the external blood leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event based on the provided photographs. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.